Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a faulty cable was confirmed. It was, therefore, determined that the reported phenomenon of ¿no image¿ occurred because the video function did not work properly due to a faulty cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation was not confirmed during testing. The unit was burned for 3 hours and unable to identify any image issue. Additional findings were: damaged cable insulation with cut, there is no sense of switch depression for button on white balance due to faulty switchboard, device failed leak test, and a faded label on rear cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, that the 4k camera head had no image. The issue was found during preparation for use. There were no reports of patient harm.